Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400565872.. The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in china: missing air alarm. According to the customer: on the afternoon of (B)(6) 2022, when the nurse in nicu used the infusion pump to give blood transfusion to the patient, she found that there was no blood dripping in the drip tube of blood transfusion apparatus, but the infusion pump showed normal blood transfusion. After examination, it was found that there was air in the drip tube of blood transfusion apparatus for pump, but the infusion pump did not alarm. The nurse immediately stopped using the blood transfusion apparatus, exhausted the blood transfusion apparatus, and could normally use it after exhaust and paid close attention to it in the subsequent use. After transfusion, the transfusion pump was reported to the equipment section, which contacted the factory engineer, indicating that the air sensor failed, and then sent for maintenance on august 9. After replacing the air sensor, the equipment encountered air during infusion and could give a normal alarm. Infusion pump had air ingress during transfusion and did not alarm. If air enters the heart during blood transfusion, it may lead to acute heart failure or cardiac arrest, and entering the lungs may cause pulmonary infarction.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) . The complaint could not be confirmed, because no sample was sent into the service repair shop in melsungen for a further investigation process. According to the error description of the customer no more detailed analysis procedure could be performed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.